Event description:
A malfunction alarm was reported by the customer. No adverse impact to the customer¿s blood glucose level was noted, as it did not exceed 500 mg/dl. Technical support assisted the customer by providing pump reset information and guiding them through resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction reappeared, which they understood.